Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after being plugged into a working outlet for at least 30 minutes using original charging supplies, and no further assistance was required.